Event description:
Two wire tensioners in the set would not tension the wires. This resulted in removal of the ring and wires and bridging the joint with another blue monotube. A week later, a second surgery was required to replace the ring.